Event description:
The customer reported a small fluid leak came from under the unit involving unicel dxi 800 access immunoassay system. The customer stated the fluid slowly dripped and created a small puddle. Beckman coulter customer technical support (cts) informed the customer the liquid could potentially be biohazardous. The customer has a standard protocol in place for cleaning fluid spill at the facility. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and identified a split tubing from the waste transfer peristaltic pump as the cause of the fluid leak. The fse replaced the tubing and resolved the issue. The fse verified service activity met the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).